Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the device locked up on a patient. The manual over ride was used to open the jaws and release the device. The device experienced a lock-out. It is believed that the device fully fired and staples deployed, but stopped during the automatic knife return and would not come unlocked from the patient. It was reported that the device was difficult to remove, but they did end up using the manual override to unlock the jaws. There were no patient consequences reported.